Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip type s exhibited the teflon coating on the laparoscopic scissors had melted. Event occurred at the therapeutic right hemicolectomy procedure. There was no report of harm, injury or death.

Event description:
No additional customer information.

Manufacturer narrative:
Corrected information:d3- mfg site and address additional information: d4,d1, g1.

Manufacturer narrative:
This supplemental report is submitted to provide the findings of the legal manufacturer's final investigation. Additional information: d9, h4. The device was returned to olympus for evaluation, where the reported failure of melting of the teflon coating was confirmed. During the inspection, an additional reportable malfunction was identified: a torn tissue pad. Based on the investigation findings, the most probable cause has been determined to be cause not established, as the results did not lead to a definitive conclusion regarding the reported adverse event. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
No additional information received from the customer.